Manufacturer narrative:
A steris service technician inspected the system 1e and found the unit to be operating properly; the reported event was unable to be duplicated. The technician found that latch mechanism and hinges to be operating properly and no issues were noted. The system 1e was returned to service and no additional issues have been reported. The reported event may have been attributed to an object being caught between the seals during a cycle allowing an air gap and subsequently causing water to leak out. The steris service technician advised user facility personnel of the possible causes of the reported event. The operator manual states (pp.7-4), "if resistance is met, stop, inspect positioning of the processing tray/ container, device and aspirator assembly." "Caution: do not force lid to close."

Event description:
The user facility reported one side of the lid on their system 1e processor opened subsequently causing water to leak out. No report of injury.